Event description:
Same case as 1527460-2010-00160. The complainant reported an over-delivery. The intended delivery was 320ml at a rate of 40 ml/hr to be delivered over 8 hours; however, the actual amount received was 320ml delivered in 5 hours.

Event description:
Reporter alleged that comfort curve strips were labeled with an expiration date of (B) (6) 2010. The manufacturer's records show the actual expiration date to be (B) (6) 2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.